Manufacturer narrative:
The lot was manufactured in line 6 in 3 shifts with a total of 24 hours during which the production is monitored through the frequency rit0225ctis01-04 rev.17 where they evaluated characteristics in printing, assembly and packing, during the frequency they take 40 pieces per hour, completing a total sample size of 960 pieces with a limit of acceptance of 0 and rejection of 1. No non-conforming parts were registered. It is important to mention that the product is without needle. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for it is approval including functional tests. Probably the device was used with an incorrect needle, since the luer-lok design has a rope around the tip that allows to screw and secure the needle perfectly, it is compatible with all hypodermic needles, this according to the specifications mentioned in iso, due to the fact that there are no photographs or physical samples to be able to better evaluate the claim, functional tests related to the reported defect can not be made, the batch in question was manufactured in the cuatiitlán plant without a needle. Therefore, it is concluded that the complaint is not confirmed. Conclusion: unable to determine a root cause.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 10 ml bd luer-lok¿ tip syringe leaked during use. There was no report of exposure, injury or medical interventions.